Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pts anatomical form was suitable for the procedure. The main body was placed after angiography of renal arteries. During preparation of contralateral leg, it was noted the stent was partially deployed. It took about 20 mins to push the stent graft back to the delivery system and it was placed. Angiography revealed distal type I endoleak from the contralateral leg. Stent graft was placed to resolve the endoleak. Stent graft was placed at ipsilateral side. Angiography revealed unk type endoleak. Another stent graft was placed to extend into external iliac artery since the diameter of the stent graft was thin for vessel. Final angiography revealed proximal type I endoleak and unk type endoleak from the ipsilateral iliac leg. Ballooning was performed since the endoleak from the ipsilateral side was considered as type iii; although it was not resolved. A stent was then placed inside the stent graft; however, the endoleak remained. The physician suspected the endoleak was type IV. (1820334-2011-00710) regarding proximal type I endoleak, an extension was placed and it was resolved. The physician decided to take a wait-and-see approach for the possible type IV endoleak. Pt outcome was not provided as it was not provided by the reporter.

Manufacturer narrative:
(B)(4) - endoleaks are listed in the instructions for use. Event is still under investigation.